Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced sudden and persistent low flow alarms on their system controller and went to the hospital. A review of the log files revealed a sudden drop in flow and a low pulsatility index (pi). A computed tomography angiography (cta) was performed and revealed an almost complete obstruction of the outflow graft near the aortic anastomosis. The patient was fragile at the time of the event. A stent was inserted into the outflow graft to reopen it. One stent was needed. The flow through the pump increased to 5 lpm.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient passed away on (B)(6) 2023 due to acute right heart failure. The pump operated as intended. The patient's death was not device or therapy related. The pump was not explanted.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of outflow graft obstruction could not be confirmed as no images were submitted for review and the device was not returned for evaluation. Review of the submitted log files confirmed the reported event of a sudden decrease in flow; however, a specific cause for this event could not be conclusively determined. Additionally, a direct correlation between the device and the reported event of acute right heart failure could not be conclusively established through this evaluation. The controller event log file contained events from 19apr2023 through 02may2023, per the timestamps. The controller periodic log file contained data from 25dec2022 through 01may2023, per the timestamps. A sudden decrease in estimated flow was captured on 01may2023. This flow decrease was associated with a low flow hazard alarm; however, the duration of this alarm is unknown as the log file was retrieved prior to the alarm clearing. It should be noted that the flow decrease did not appear to be associated with a decrease in pi. No other notable events or alarms were captured. The pump appeared to function as intended at the set speed. It was noted that the pump performed as intended and that the patient's outcome was not device or therapy related. The pump was not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 lvas, including right heart failure. This section also addresses all pump parameters, including pump flow and pulsatility index (pi). In reference to pulsatility index, the IFU states that ¿pi calculation represents cardiac pulsatility and pi values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e. The pump is providing less support to the left ventricle). Lower values indicate less ventricular filling and lower pulsatility (i.e. The pump is providing greater support and further unloading the ventricle)¿ section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 5 of the IFU, "surgical procedures", contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. This section also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.